Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the delivery catheter (dc) shaft bend in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The difficulty positioning the device in the grasping position was a secondary effect of the dc shaft bend, and therefore, related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical clip movement which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip implanted without issue. The second clip delivery system (cds) was advanced to the left atrium. While attempting to get into the grasping position, with translation of the delivery catheter (dc) handle forward, there was irregular movement with the cds due to a dc shaft bend. The cds was removed and replaced. A new cds was used without issue. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.